Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the fiber can independently rotated within outer flow tubing; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure fiber tip detachment inside of the patient was noted. The fiber tip was flushed out from the patient. The fiber was exchanged and the second fiber was used to complete the procedure. No injury to the patient reported.